Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the stent dislodgment and subsequent treatment appear to be related to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. It should be noted that the instruction for use states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion (less than 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a target lesion in the heavily calcified and tortuous superior mesenteric artery. The 6.0 x 18 mm herculink elite stent delivery system was advanced past the target lesion and pulled back to re-position at the target lesion. Due to the vessel characteristics (very tight, heavily calcified, heavily tortuous), the stent dislodged. A snare device was able to retrieve the stent. There was no adverse patient sequela or a clinically significant delay due to the stent dislodgment. The lesion remained untreated. The patient had multiple comorbidities and on (B)(6) 2015, the patient died due to renal failure and refusal of dialysis. Per physician, the patient's death is unrelated to the stent dislodgment or stenting procedure, but related to renal failure, comorbidities and refusal of dialysis. No additional information was provided.